Manufacturer narrative:
Lot 13814274: (B)(4). Patient medications: terazosin, amlodipine, aspirin, simvastatin, potassium chloride, chlorthalidone, claritin, colace, and nasonex. Code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the physician performed a trifurcated repair using gore® excluder® aaa endoprostheses to treat bi-lateral common iliac aneurysms. On the right side the physician planned to coil and cover the right hypogastric artery. The patient tolerated the procedure. It was reported that on (B)(6) 2016, images revealed a type I b endoleak on the right side involving the previously implanted plc161200/13814274 device. The physician reintervened on (B)(6) 2016, and implanted a pxc141400 device to extend into the external iliac artery. The endoleak was resolved and the patient tolerated the procedure.